Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed, and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol was noted to have a scratched optic. There was patient contact, but no reported patient harm and the procedure was completed the same day. Additional information has been requested.